Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the barb fitting for the sieve beds was leaking. Additional malfunctions include the tie wraps for the sieve beds were replaced.